Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown. Product ID: 7495-51, serial# (B)(4), implanted: (B)(4), product type: extension. Product ID: 3387-40, lot# l61848, implanted: (B)(6) 1999, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: neu_unknown.

Event description:
It was reported the recharger shoulder holster was too big for the patient. As a result, the patient had to hold the antenna over the implantable neurostimulator (ins) for the entire duration of recharging. The patient was not able to get the ins to charge 100 percent. The patient was only able to get to 75 percent charged after three hours of charging. The indications for use for this patient were essential tremor and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.